Event description:
During an operation of an acetabulum fracture the use of a 5.0 ace hollow screw lead to the following result. A new k-wire was placed above the acetabulum in the pelvis. While drilling the lateral corticells the k-wire broke instantly.